Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported a customer's AED's asi is flashing red, and it will not speak. They reported that this did not occur during patient use.

Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to remain powered on functional testing could not be performed. Further investigation identified the reported issue was a result of a corrupted ic chip.